Event description:
A surgeon reported that a lens implanted in the right eye of a patient in 1999 had since severely opacified s diagnosed in 2005. The lens was explanted & replaced with a different iol 2005. At follow up visit five days later, best corrected visual acuity reported 10/20. Condition stable and prognosis good. No further information is available at the time of this report.